Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following her cataract extraction with intraocular lens (iol) implant procedure, she had a yag done. Additional information was provided by the patient that she has had a feeling of dizziness, like her eyes are dilated all the time, and she is unable to focus. She has been told by her physician that she has dry eyes. Additional information was provided by the office manager for the physician, that the patient was extremely myopic prior to surgery and that she would have to wear glasses after surgery.